Event description:
On (B)(6) 2008, the patient underwent placement of a greenfiled vena cava filter. On (B)(6) 2019, a computed tomography (CT) revealed the filter is somewhat tilted posteriorly to the left superiorly with the tip of the filter abutting the posterior wall of the inferior vena cava (ivc) to the left of midline. The majority of the limbs of the filter extend beyond the inferior vena cava with the right most limb extending approximately 5mm beyond the ivc. One (1) of the anterior limbs appears to be protruding into a retroperitoneal lymph node which measure 8mm in short axis. There is no sign of migration, stenosis, fracture/bending.

Event description:
On (B)(6) 2008, the patient underwent placement of a greenfiled vena cava filter. On (B)(6) 2019, a computed tomography (CT) revealed the filter is somewhat tilted posteriorly to the left superiorly with the tip of the filter abutting the posterior wall of the inferior vena cava (ivc) to the left of midline. The majority of the limbs of the filter extend beyond the inferior vena cava with the right most limb extending approximately 5mm beyond the ivc. One (1) of the anterior limbs appears to be protruding into a retroperitoneal lymph node which measure 8mm in short axis. There is no sign of migration, stenosis, fracture/bending.